Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe had a cutting failure and the infusion was not functioning properly as the amount of irrigation flowing into the patient's eye was "small" from the beginning. The aspiration function was not known and the hole of the probe closed in the middle of the surgery. The procedure was completed after replacing the product with another one. The product is available. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information: this was the fifth complaint for the finish goods lot; however, the second for this issue. The device history record review showed the order was built and released per specification. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which was related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).